Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d), which is included in the shortened replacement window (srw) advisory, experienced an increase in charge time measurements from 12.5 seconds to 18.0 seconds in three months. It was noted that the patient was already being followed monthly. No adverse patient effects were reported. Additional information indicated this device was explanted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed.